Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing issues occurred. The 72% stenosed target lesion was located in the severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was not able to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached and was not returned for analysis.